Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, hernia recurrence, bowel obstruction, pain and reparative surgery. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The instructions-for-use (IFU) supplied with the device lists hernia recurrence and inflammation as possible complications. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges: ¿on (B)(6) 2008, the plaintiff was implanted with the bard/davol composix kugel hernia patch (product) in the course of a ventral hernia repair surgery". It is alleged that "further to the plaintiff's implantation with the product, plaintiff suffered the development of chronic pain, inflammation, swelling, bowel obstruction, gastrointestinal malfunction and hernia recurrence, necessitating further reparative surgery on (B)(6) 2020. Subsequent of revision surgery, plaintiff has continued to suffer chronic pain inflammation, swelling, bowel obstruction, gastrointestinal malfunction, and hernia recurrence." It is alleged that the plaintiff "has suffered injuries, losses, and damages resulting from numerous defects in the product that create an unreasonably high risk of injury with severe permanent adverse health consequences." It is also alleged that the plaintiff experienced severe pain and suffering, including chronic pain. It is alleged that the patient had been treated with a course of hospitalization, diagnostic imaging, revision surgery, serum testing, antibiotics, analgesics, and rest. It is also alleged that patient will require further invasive repair surgery, physiotherapy, rehabilitation, and will continue to require other medical care in the foreseeable future and the device was "defective".